Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
Consumer stated 1 tampon fell apart as she was trying to remove it. Some of the it remained inside of her and it was half of the tampon fell apart inside of her. She was able to remove it all.